Event description:
Rptr states they were told the collagen injections were half price (a promotion from the collagen co.) Skin test done on 1-16-97. No reactions around injection sight. Had to wait 6 weeks. Seventh week was rptr's appointment on march 6, 97. Started having more med problems which at first rptr didn't link with collagen injections. Serious problems started on 6-17-97; discoloration bluish/gray around mouth. Feels like blood rushing & had an anxiety attack. Have had drooping mouth mainly on lt side. Slurred speech, shaky breathing problems. Neurological & muscle problems. "Causes disease ends in death." Used 3 cc's of collagen for facial wrinkles around mouth, lip, & forehead.